Manufacturer narrative:
Eval revealed the instrument and the pushrod shafts were bent. This caused the instrument to be hard to squeeze. Bent shafts typically occur when the instrument is used to manipulate tissue or bone. This device is not designed for that function. Bent pushrods can occur if excessive force is applied while passing the needle through tissue that is too thick or if the needle is not loaded correctly and the pushrod is used to force the needle through the hand instrument. Event attributed to misuse.

Event description:
It was reported that the instrument is hard to squeeze when firing. The surgeon usually conducts this technique arthroscopically. Surgeon had to open the pt's shoulder to be able to complete the procedure. This device is used for treatment.